Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having regular problems with the stimulator and the issue began almost from the day it was put in. Patient stated the implant was still very swollen and was at least 4 inches deep and 4 to 5 inches long. Patient noted they had to turn the stimulation up to like 4.0 or 4.2 to help with the pain in their back but if they went over 3.1 or 3.2 their legs would turn to jelly, they couldn't walk and has to have someone to walk.  The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) via a patient letter. Pt clarifies the "regular problems with the stimulator" writing they met with someone [agent understood a manufacturer representative (rep)] who programmed the device correctly and there has been "no pain, no problems". When prompted on the cause of the issues the pt writes that the device could not be turned up to try to limit pain as when turned up their legs almost felt paralyzed. Pt reiterates they met with someone who "changed the device" and again writes "no problems".